Manufacturer narrative:
The ge svc rep conducted an onsite investigation. The hand switch was replaced and the x-ray tube was repaired. The sys was tested and operates as intended.

Event description:
The customer reported that the sys would lock up. No pt injury was reported.